Event description:
During a follow up call the customer stated that for the past 5 days they had problems with their insulin pump. The customer turned off the insulin pump and removed the battery overnight because of alarms. They took an mdi before going to sleep due to blood glucose being between 200 mg/dl and 300 mg/dl. In the alarm history there were 5 no delivery alarms, a battery out limit alarm, and a weak battery alarm. The customer has reset the time and the date. They were aware of scar tissue as they had stomach and heart surgeries. The customer uses manual injections into pinched up skin. The customer's blood glucose was 78 mg/dl. The customer stated that they had a no delivery alarm the day of the phone call, but they were able to resolve it. Troubleshooting was not performed since all of the alarms were past events. There was a bent cannula report and the customer mentioned that they were hospitalized back in march due to high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.